Event description:
Pt's nurse (B)(6) called tech support requesting a replacement cycler due to a reported large total uf during a ccpd treatment. Pt drained 29 ml in drain 0 then bypassed to fill 1 = 1,997 ml. Pt then stated one of the 5 liter solution bags was empty. Drain 1 = 6,227 ml. Fill 2 = 1,348 ml and drain 2 = 3,707 ml. Fill 3 = 494 ml and drain 3 = 1,395 ml. Total uf of 7,489 ml. Per pd nurse (B)(6), at the end of the treatment both supply bags were empty. Pt uses 2 bags of 5 liter pd solutions for 3 fills of 2,000 ml. Alarms reported: pt line, m65 scale reading error warning, m31 air in cassette, fill complications, and m65 scale reading error. No info on what phase the alarms occurred at this time. Pt stated she "figured out she was filled with too much" when she noticed the solution bag was empty. Pt denied pain or discomfort during this event. Per pd nurse (B)(6), pt had no serious injury and did not require medical intervention.

Manufacturer narrative:
There was no adverse event and no product problem identified. This complaint is being reported because the drain volume met the criteria for a reportable iipv event. (Other) - device investigation in progress. (B)(4).